Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure, the physician had been unable to open jaws of device. Physician had used another device to dissect and place a staple line and had removed device stuck on appendix. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # (B)(4). The analysis found that one plee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.